Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high, out-of-range right atrial (ra) pacing impedance measurements of greater than 3,000 ohms. The device was re-programmed to vdd as sensing is still good. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high, out-of-range right atrial (ra) pacing impedance measurements of greater than 3,000 ohms. The device was re-programmed to vdd as sensing is still good. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this right atrial (ra) lead was fractured. The device was re-programmed and there is no plans to revise the lead at this time. At this time, the lead remains in service. No adverse patient effects were reported.